Event description:
International affiliate reports the pt fell down stairs and complained of pain. X-rays revealed that the implanted screw had broken. Also a cage was displaced posteriorly and sticking to the nerve root. The screw and cage were removed posteriorly while vision instrumentation was done anteriorly. A surgical intervention was required, a medwatch report is being filed to document as event.

Manufacturer narrative:
Depuy spine has requested return of the polyaxial screw for eval. Review of the device history record found the lot met specification requirements when released to stock. No conclusions can be made at this time. The device is intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as with cyclical loading of the device over time. Notches, scratches, or bending of the implant during the course of surgery may also contributed to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device. A follow up medwatch report will be filed if the eval of the returned device reveals something other than that which is stated above.